Manufacturer narrative:
(B)(4) evaluation statement: the reported event of time inconsistencies could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported pump time inconsistency with the device time in message header (msh) and the obx timestamp in the hl7 message. The customer believes the user inadvertently changed the time on the device when using a "delay until" option. The time difference on average was a 7-9 second difference, but one instance had a 12 hour variance. The customer declined further investigation.